Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not charge battery pack) has been confirmed. As received, the battery charger/modem would not charge a test battery pack. Upon evaluation, there was insect contamination throughout the unit. The cause of the inability to charge the battery packs is the contamination. The root cause of the contamination cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not charge a battery pack.